Event description:
A consumer reported that a pt experienced hyperglycemia while using a surestep meter. Consumer reported that pt had a blood glucose in the 600's before dying from heart attack while in the hosp. Pt died in 2000. Pt had a "heart condition" and did not control diet before dying. No further info about meter or pt was provided by consumer. Consumer is reportedly reluctant to return meter to lifescan for eval. Consumer made report during a phone call to inquire about the surestep class action suit.